Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient smelled burning and saw smoke coming from their external electronic unit. Reportedly, there was no injury or consequence to the patient. The external unit was replaced which resolved the issue.